Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Infolding of the stent graft: as per the standard tevar procedure, a relaypro (28-n4-38-199-34u) was first implanted from near the root of an aneurysm and the relaypro (28-n4-42-204-42u) was deployed from the top of the aorta overlapping with the first relaypro. Due to the large diameter of the device, there was a possibility of migration of the lesser curvature side of the stent graft, so the device was deployed quickly. After the delivery system was then retrieved as per the standard procedure, final angiography was performed without dilation. No leak was confirmed, and the procedure was successfully completed. Pre-discharge angiography revealed an infolding of the lesser curvature side of the stent graft. Physician's comment: since there was no leak into the aneurysm, the patient is being observed. I wonder if I should have performed the dilation, but the relaypro was not that oversized. Operation type: zone4 tevar. Blood loss: unknown . No image available due to hospital policy. Pre-case plan available: schema attached. Additional information available upon request (tc#(B)(4))" patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Infolding of the stent graft: as per the standard tevar procedure, a relaypro (28-n4-38-199-34u) was first implanted from near the root of an aneurysm and the relaypro (28-n4-42-204-42u) was deployed from the top of the aorta overlapping with the first relaypro. Due to the large diameter of the device, there was a possibility of migration of the lesser curvature side of the stent graft, so the device was deployed quickly. After the delivery system was then retrieved as per the standard procedure, final angiography was performed without dilation. No leak was confirmed, and the procedure was successfully completed. Pre-discharge angiography revealed an infolding of the lesser curvature side of the stent graft. Physician's comment: since there was no leak into the aneurysm, the patient is being observed. I wonder if I should have performed the dilation, but the relaypro was not that oversized. Operation type: zone4 tevar blood loss: unknown no image available due to hospital policy pre-case plan available: schema attached additional information available upon request (tc#bm241000029)". Patient outcome: "no health damage to the patient."